Event description:
It was reported that the ilet bionic pancreas generated an occlusion alarm while the user was wearing a teflon inset with 23-inch tubing that had been in place for two days, with the highest reported blood glucose of 297 mg/dl and no symptoms, and delivery was resumed after tubing testing showed no kinks or bubbles. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed that no device problem was found and that there was a reported lack of effect, with insufficient information to attribute the issue to a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.